Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 546 mg/dl at the time of incident. The customer stated that they was passed out due to high blood glucose. Customer stated insulin pump had insulin flow block alarm. The customer stated that the cannula was bent. The device will be not returned for analysis.